Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). We apologize for the late submission. There was an email issue leading to the case not being forwarded.

Event description:
The following was reported to hamilton medical ag: while doing tsw device suddenly started giving loss of external power alarm. In turned off condition, battery charging led is blinking, but in on condition, loss of external power alarm is showing in the display with cross mark in ac indicator. While checking, 24v dc output from power supply is not obtained. No patient involvement.